Event description:
Complainant alleged that the autopulse resuscitation platform sizes down on the patient; however, compressions are unable to be performed. Complainant also alleged that the device is cracked, yet the location of the crack was not specified. No adverse patient sequelae was reported. Manufacturer has requested additional details; however, no further information has been provided.

Manufacturer narrative:
Product in complaint was returned to zoll circulation on 10/08/2013 for investigation. However, investigation is still in progress. A supplemental report will be filed once investigation has been completed